Event description:
It was reported that the patient was unable to adjust stimulation. The display showed a ¿call your doctor" icon and an out of regulation (oor) condition was reported. The patient also experienced a loss of therapeutic effect following a fall. It was noted that the patient had fallen 2-3 times prior to his last appointment which was about one month ago. At the appointment the patient¿s device was adjusted but it was noted that something looked unusual with one of the leads. The patient had adjusted his device about one week ago and noticed the oor went to adjust it on (B)(6) because he was really shaking and moving really slow and his voice was very soft. It was noted that battery voltage was determined to be 2.68v and the patient was unable to increase stimulation as it defaulted back to oor when he tried. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# v674526, implanted: (B)(6) 2011-10-07 product type: lead. Product ID: 3387s-40, lot# v674526, implanted: (B)(6) 2011, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3387s-40, lot# v674526, implanted: (B)(6) 2011, product type: lead. Product ID: 3387s-40, lot# v674526, implanted: (B)(6) 2011, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a consumer reported the patient had a positional short with the lead in 2013. The issue started in (B)(6) 2013 and wasn't confirmed by a manufacturing representative until (B)(6) 2013. A revision was done in (B)(6) 2013. The issue was likely a result of the fall. The patient had completely recovered.